Manufacturer narrative:
Unable to contact end user. Number was attempted but the people who answered the phone said the end user did not live there. Filing since we are unsure whether the arm rest broke or the metal frame of the arm broke. Should additional information become available a supplemental record will be filed.

Event description:
She states that her husband is using the commode and the arm cracked when he put pressure on it.